Manufacturer narrative:
The insulin pump was received with severely cracked bleeding lcd glass. The insulin pump was unable to performed displacement test due to severely cracked bleeding lcd glass. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that the customer fell and the screen cracked and since then, the display has been blank. They declined troubleshooting as the customer had disconnected from the insulin pump and reverted to an older device. Mother also mentioned that they had an incident reported on (B)(6) 2015 where the infusion set needle broke in the customer's body. He went to the doctor and he still has the needle in his leg and would have to get surgery to remove it. Blood glucose value is unknown. It was advised that the insulin pump would be replaced and agreed to return the product for analysis.